Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was previously set to unipolar due to high thresholds. The patient went to the ER with pacing inhibition and noise on lead. Patient is dependent. Bipolar threshold today programmed to 5 v at 0.4 and unipolar programmed to 0.7 at 0.4. In unipolar there is a lot of oversensing and in bipolar there is a lot of noise. There is no mention of intervention. The lead remains implanted. Should additional information become available this file will be updated.